Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment included unspecified antibiotics (doses, routes and frequencies not reported). The patient remained hospitalized at the time of this report and has not yet recovered from the peritonitis. The pd therapy was ongoing. No additional information is available.